Event description:
During placement of a peg tube, the attempt was made to advance the 20 french flexible feeding tube over the guide wire but the wire would not go through the lumen of the tube portion. There appeared to be an obstruction in the tube itself. A tube was obtained from another kit, placed over the wire & the procedure continued. There was no injury to the pt.